Event description:
It was reported that the patient implanted with this pacemaker system presented to the hospital due to a "pulse stretching" sensation. Electrogram (egm) review confirmed there was ventricular non-capture, and a device check revealed that right ventricular (rv) thresholds had risen from a previous measurement of 1.2 v at 0.4 ms to 2.7 v at 0.4 ms. Rv impedances remained unchanged, and ventricular output was increased to 5 v at 0.6 ms. The patient was scheduled for a follow up visit 10 days later. This pacemaker was explanted and replaced, and the rv lead remains in service. It was noted that the rv threshold measurement was 1.5 v at 0.4 ms with this chronic rv lead and the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.